Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient performed frequent supply changes every four to five days which led to a kinked cannula and experienced high blood glucose event on (B)(6) 2026. The high blood glucose was treated with correction bolus via pump.